Event description:
The target lesion was a dialysis shunt. There was heavy calcification and moderate vessel tortuosity. During the procedure, the balloon ruptured below rated burst pressure. Additional details regarding this event are not down.